Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set inner cannula stayed inside the patient's body during set removal. It was noted that 5mm of the cannula was still inside his body. No swelling or irritation to the site was reported. The patient had left the set in for 4 days instead of 3 days. The patient also noted he started a new diet. No permanent injury was reported.